Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the atrial port this dual chamber pacemaker was plugged during the implant procedure. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted after five years, due to an unknown reason. This is considered less than expected longevity for this device. This pacemaker was returned to boston scientific and is expected to be analyzed. No additional adverse patient effects were reported.